Event description:
It was reported that during an implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) device attempted implant was unsuccessful due to header issues. While connecting the leads to this crt-d, the physician reported noticing a brown area between the header and the crt-d. The physician suspected the cause of the brown area to possibly be oxidation on the header. The physician opted to remove the crt-d and successfully replaced it with a new device. No additional adverse patient effects were reported. The crt-d is expected to return to facility for analysis.

Event description:
It was reported that during an implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) device attempted implant was unsuccessful due to header issues. While connecting the leads to this crt-d, the physician reported noticing a brown area between the header and the crt-d. The physician suspected the cause of the brown area to possibly be oxidation on the header. The physician opted to remove the crt-d and successfully replaced it with a new device. No additional adverse patient effects were reported. The crt-d is expected to return to facility for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.